Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported the alleged meter inaccuracy began ¿about two and a half weeks¿ prior to her contacting lfs. The patient reported that she obtained inaccurate blood glucose results of ¿378 and 63 mg/dl¿ on the subject meter, performed greater than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient reported that she manages her diabetes with insulin (self-adjuster), and that she made not changes to her normal regimen, taking her normal dose of insulin. Immediately after taking the insulin she reported developing symptoms of ¿sweating and shaking¿. The patient denies receiving or requiring any treatment in response to the symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.